Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms but could not recall when. Review of pump history by tandem technical support showed that two occlusion alarms occurred within three minutes of each other. Customer reported resuming insulin delivery after the alarms and delivering the remaining bolus. No additional alarms occurred. There was no impact to customer's blood glucose level. Tandem technical support was unable to perform a system check as the occlusion alarms occurred in the past.